Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 40 mg/dl. Reportedly, the customer over-estimated how much insulin was needed when addressing an elevated bg level via bolus delivery, resulting in bg level to drop. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.